Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed post-paced t-wave oversensing on the implantable cardioverter defibrillator (ICD). Programming changes were made to resolve the issue. The patient condition was stable.